Event description:
Consumer called with concerns about her meter. Had an incident where she blacked out shortly after getting reading of 86. Her doctor's meter was testing differently and he felt she should notify bd immediately.